Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported issue. Physio then replaced the system pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
Physio further examined the removed system pcb assembly and determined that the cause of the reported issue was the single-board computer (sbc) located on the system pcb assembly.

Event description:
The customer contacted physio-control to report that upon attempting to power on their device for testing, it locked up and would not power on. As a result, defibrillation would not have been possible. There was no patient use associated with the reported event.